Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6), product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 22-dec-2014, UDI#: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 23-dec-2014, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 23-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and hcp via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, fbss leg/back, and spinal pain. It was reported that patient needed MRI and requested her lead be replaced with a surescan lead. Pre-op interrogation also discovered a potential open contact for electrode 10 and an impedance of greater than 4000 ohms for electrode 11. Leads were replaced with 977c190 surgical lead. Issue resolved. Leads discarded.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the account had saved the lead and extensions so they would be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID: 39565-30; serial# (B)(6) implanted: (B)(6) 2011; explanted: (B)(6) 2021; product type: lead; product ID: 3708140; serial# (B)(6); implanted: (B)(6) 2011; explanted: 2021-07-21 product type: extension; product ID: 3708140; serial# (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2021; product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 39565-30 serial# (B)(6) found stim lead body/conductor broken analysis of the 3708140 extension serial # (B)(6) found reliability non conformance proximal end insulation consistent with metal ion oxidation analysis of the 3708140 extension serial #(B)(6) found no significant anomaly medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the leads and extensions were saved and was returned for analysis.